Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that post sensed t-wave oversensing was observed. The oversensing resulted in an inappropriate tachycardia episode. Programming change was made. There was no patient symptom.